Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing. The patient's rv lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise oversensing was not confirmed by analysis. As received, the connector portion of the lead was returned for analysis. Final analysis found no anomalies through visual inspection, electrical testing, or x-ray examination. No anomalies were found.